Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tq3h, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfuction/sacral nerve stimulation and gastrointestinal/pelvic floor. The ins has become closer to the surface of the skin, and the hcp is worried about possible infection and it becoming exposed. He will perform explant and wait 3 months, then possible re-implant. The issue was not resolved at the time of the report. The surgical intervention has not occurred but was planned and scheduled on (B)(6) 2020.no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the device was removed on (B)(6) 2020 and was discarded by the hospital. The cause of the event was not determined. The device was removed successfully and the patient remained stable with no further complications.